Manufacturer narrative:
Several attempts have been made to obtain additional information, however, no additional information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to an unspecified product performance issue. No additional adverse patient effects were reported.